Manufacturer narrative:
Method - device not returned. Follow up with company rep.

Event description:
It was reported that a pt underwent a single level x-stop procedure at level l4-l5 and had symptom relief for a couple of weeks. The symptoms subsequently returned. The pt had a laminectomy and foraminotomy performed on (B) (6) 2009. The x-stop implant was removed at the time. No additional info was provided.